Event description:
Pt reported that he has experienced "massive problems" with the infusion sets from this box. Pt developed a large abscess on 3 puncture areas approximately 4 weeks ago. He received stationary treatment for 3 days and had an operative opening under general anesthesia. He experienced an additional abscess at his infusion site on the day before the report, and his family practitioner opened the abscess as treatment. The infusion set is changed every 2 days. Pt will return 8 unused infusion sets for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.